Manufacturer narrative:
Upon our investigation we found: FDA: cord cut/burned other location, cord other comments, switch ok, bent/broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained. Upon further investigation we also found: cord appears to have been caught in something, also, the cord at the strain relief is bent in half on one end. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer called and stated the cord by the switch hardened, then sparked.